Manufacturer narrative:
The companion 2 driver will be evaluated by syncardia. The results will be provided in a follow-up MDR.

Event description:
The companion 2 driver was not supporting a patient at the time of the event. During routine evaluation, the companion 2 driver exhibited an emergency battery error alarm.

Manufacturer narrative:
Visual inspection of external components found no evidence of damage or abnormalities. Visual inspection of internal components found damage on a capacitor on the power management board. This is a known, cosmetic issue, and syncardia has a corrective and preventive action (CAPA) for the issue of companion 2 driver power management board component failures. Dented capacitor damage is unrelated to the incoming test failure. An evaluation was performed on the emergency battery using the texas instruments bq evaluation software and the battery was found to have a permanent fault (pf) status, which is unrecoverable. The emergency battery was replaced with a known working battery and the driver was retested with passing results. The root cause of the incoming test failure is a permanently faulted, or "bricked", emergency battery, which prevents the battery from being charged or discharged. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. (B)(4). Follow-up report 1.